Event description:
The manufacturer received information alleging micron filter needs to be upgraded. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the in-process evaluation of the device at the third-party service center, a ventilator inoperative error code related to the failure of the motor was observed. The motor blower needs replaced to address the issue. Additionally, unrelated to the ventilator inoperative error code, an error code related to a circuit check was observed. Err_circuit_check indicates that the user set up the circuit incorrectly, or that tubes in the circuit are disconnected or pinched. This error code on its own does not represent an impact to patient therapy. There is no info provided which confirms issue was caused by a system malfunction. If additional info is received, a supplemental report will be filed.